Manufacturer narrative:
Concomitant medical products: ddmc3d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection one month post implant of an implantable cardioverter defibrillator (ICD) with an absorbable envelope. The ICD system was explanted and replaced. No further patient complications have been reported as a result of this event.